Manufacturer narrative:
Pediatric patient lot #: the suspected lot is r21j20060. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at the port. It was further reported that the problem occurred at the surgical unit when the IV tubing was on an IV pump, but it broke below that point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the suspected lot # r21j20060 was manufactured in october 2021. H10: a batch review was conducted for suspected lot r21j20060 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.